Event description:
It was reported that the customer received button error and no delivery alarms on the insulin pump during a bolus delivery attempt, following possible exposure to moisture. The customer's blood glucose was 81 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests. No excessive no delivery alarms were noted. All buttons functioned properly. No button error alarms noted. However, moisture damage was noted on keypad traces. No moisture damage noted on electronic assembly. A cracked reservoir tube lip and battery tube threads, minor scratches on display window, a cracked reservoir tube and cracked case near display window corners were all noted during visual inspection.